Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During procedure, an image froze during imaging and mdu overload message was displayed. The device froze during pullback. No patient complications were reported.